Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and confirmed that the cover was broken and detached. While onsite, the technician determined that the limit switches on the boom lower arm had not been properly set during installation causing the lower arm to impact the upper arm when raised in height. The lighting system had sustained impact damage resulting in the detachment of the boom cover. The unit was installed at the user facility in august 2017 and is currently under steris warranty. The equipment boom was installed by a third-party service provider. The technician replaced the cover and performed adjustments to the switch limits to prevent the possibility of impact, tested the lighting system, confirmed the system to be operating according to specification, and returned it to service. A steris account manager counseled the third-party service provider on proper installation of the harmonyair surgical lighting system. No additional issues have been reported.

Event description:
The user facility reported that while operating their harmonyair surgical lighting system one of the boom covers detached and made contact with an employee's head. A procedure delay was reported. No medical treatment was sought or administered.